Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5089340) on 12-sep-2019. The most recent information was received on 07-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('essure coil that migrated to and was perforating her uterus'), device dislocation ('essure coil migrated') and pregnancy with contraceptive device ('pregnancy with essure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain female") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5089340) on 12-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('essure coil that migrated to and was perforating her uterus'), device dislocation ('essure coil migrated') and pregnancy with contraceptive device ('pregnancy with essure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain female") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.